Event description:
It was reported that dilator damage from the sheath occurred during dilator insertion attempts. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. A versacross connect (vc) for faradrive dilator and a faradrive sheath were opened and no issue was noticed with either device at first glance. After the vc connect dilator was inserted into the sheath it was noticed that the dilator tip was scored/damaged. Another vc connect dilator was opened that had no damage or defects. After that dilator was inserted into the sheath its tip was also scored/damaged. The faradrive sheath dilator (tip intact) was then inserted into the sheath, and the tip was scored/damaged after the attempt like the vc connect dilators were. The faradrive sheath was replaced. A third vc connect dilator was opened and inserted into the new faradrive sheath, but the same kind of damage occurred. The sheath was replaced with a third faradrive sheath. The dilator that came with the sheath was inserted into without issue or damage occurring. That dilator was then removed and a fourth vc connect dilator was inserted into the sheath with no issue or damage. The procedure was then continued and completed successfully. No patient complications were reported. The faradrive sheath was returned to boston scientific for analysis. The investigation found damage to the dilator tip that could be potentially traumatic for a patient, likely caused by insertion into the sheath.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Initial inspection of the returned device observed no abnormalities or defects on the exterior of the sheath. The sheath also passed dimensional testing. Further inspection found dilator tip damage. Under microscopic inspection, inspection of the valve hub observed excess adhesive around the inner rim of the shaft inside the valve hub, which could have obstructed the access site and caused the dilator tip damage.